Event description:
Device 2 of 3. Reference MFR report: 1627487-2014-04018. Reference MFR report: 1627487-2014-04020. It was reported the pt had experienced heating, overstimulation, and or power surges from the scs system. It was also reported the pt has been reprogrammed but these attempts were unsuccessful at resolving the issue. The pt's pain remained unresolved. The time frame from the alleged issues was not known. The ipg was allegedly unable to hold a charge, and there was no further info available. Reference MFR report: 1627487-2012-08215 regarding the initial ipg for the pt. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.